Event description:
During index procedure, the patient had three endeavor sprint drug eluting stents implanted; two to the lad and one in the 1st diagonal. An angiographic complication of dissection occurred after placement of the stents in the lad. The event was not assessed for relatedness with the study device.

Event description:
Date of implant and subsequent dissection was previously incorrect. Correct date is (B)(6)2010.

Manufacturer narrative:
(B)(4).